Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 400 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised the cannula was bent when they removed it from their body. Customer had a no delivery alarm in their alarm history. Customer advised during the fill tubing process they received the alarm. Customer advised a complete set change resolved the issue. Customer advised they used manual injections.